Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Intermittent capture was seen one day post device change out. Pocket revision was done on (B)(6) 2023 due to hematoma caused by anti-coagulation and lead remains implanted. Should additional information be received, this file will be updated.